Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 400 mg/dl and their sensor glucose was reading 270 mg/dl. The customer was advised their readings will rarely match. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.